Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an extended charge time of 19.7 seconds, exceeding the extended charge time limit. A manual capacitor reformation was performed and the charge time decreased to 16.3 seconds. Boston scientific technical services (ts) discussed charge time behavior. No adverse patient effects were reported. The device was successfully explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times.